Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 29 may 2025 from the nurse of a 64-year-old female patient, with a medical history including end stage renal disease, who stated the patient experienced hypotension, itching, sweating, nausea, foaming of the mouth and became unresponsive during an in-center hemodialysis treatment on (B)(6) 2025. Oxygen, diphenhydramine (benadryl) 50 mg and intravenous methylprednisolone (solu medrol) 125 mg were administered. Emergency medical services (ems) were contacted, and the patient was transported to the hospital. Additional information was received from 04-06 jun 2025 from the nurse who stated the patient was observed overnight and released on (B)(6) 2025. Per the nurse, the patient has recovered without sequelae and returned to conventional hemodialysis treatment.